Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The pod and dexcom g7 sensor lost connection and the pod was no longer reading the dexcom. The pod and sensor were both worn on the back of the patient's left arm. The patient did not remember if the dexcom was connected. The patient was vomiting, feeling lightheaded and weak. The patient was treated with insulin and fluids intravenously and drank some water to help with the dehydration. The diagnosis provided was light headiness, acute hyponatremia, dehydration and hyperglycemia due to diabetes mellitus. Patient was discharged the same day.